Event description:
User facility reported that the user was attempting to administer spinal anaesthetic for the second time when the needle was found to have broken and a piece of the needle remained in the pt. The user facility reported that the needle piece was removed surgically.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.